Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and found the first row, third column soft key was stuck, not operating as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as keypad has an incorrect output. The cause of the condition was the stuck key. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device's keypad first row, third column soft key was stuck and not operating as intended. No additional information is available.